Manufacturer narrative:
Patient identifier not available from the site. UDI not available at the time of filing. No parts have been returned to the manufacturer for analysis. Device manufacture date is not available at time of filing. Issue resolved on call.

Event description:
Medtronic received information regarding an imaging device being used for a cervical spine procedure. It was reported that the pendant was displaying a "error initializing collimator" message when they were trying to acquire scans. The site rebooted the mobile view station (mvs) and image acquisition system (ias) and resolved the issue. The surgery was completed with a delay of less than an hour. There was no further reported impact on the patient.